Event description:
On (B) (6) 2010, the lay user/reporter, the pt's mother, contacted lifescan (lfs) to report the one touch ultra 2 meter had a cracked display. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt noted the reported meter's display was cracked and he was unable to use it to test his blood glucose levels. The pt took no actions due to the meter issue. On (B) (6) 2010 the pt experienced the symptom of shaking. The pt administered self-treatment with juice; he did not seek medical attention. Troubleshooting revealed this was not a new meter, and there had been no misuse of the product. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.